Event description:
Additional information received from the rep indicated that a lead migration was not confirmed at this time, as they are waiting on the x-ray results. The rep stated that no further actions have been taken, as the cause was not determined. They noted that no further actions will be taken until the x-ray results are made available to the surgeon.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient (pt) reported via a manufacturing representative (rep) a loss of stimulation and wasn't feeling any stim in her back any more which is target area for stim. Pt had been using 1.5ma for stim, but in clinic the pt was not feeling any stim in back and only getting stim in buttocks and legs at intensities in the 6-11ma range. Pt using low dose programming. The highest the rep can get stim is in the buttocks area when working at top of lead. Ins was charged to 80% coming into session today. No recharge issues, and no falls ,or trauma noted with loss of stim. No changes in ins pocket either. No changes in stim with palpation. Impedance was in normal range with electrodes that are programmed which are: 3 (range of 700-910 ohms), 4 (630-940 ohms), 5 (560-930, 8 (660-910), 9 (660- 870), 10 (870-1050 ohms). It was reviewed to do imaging of leads to check for lead migration since area of stim has changed. Pt getting stim in the wrong area, and impedances all normal range.